Manufacturer narrative:
(B)(4) date sent: 10/27/2016. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that when the device was received by mail, there was damage to the outer box as well as the inner packaging and plastic packaging material which may have compromised the sterility of the device.

Manufacturer narrative:
(B)(4). Batch n92n9f. The device was returned inside its sterile package. One product box was returned with a sterile harhd36 instrument within. The box was slightly damaged. The instrument was in the sterile blister incapsulated by the tyvek. The blister had dent mid instrument. The tyvek was inspected and the integrity of the seal was not damaged. The instrument was tested and was found to be conforming. Due to the damages found on the packaging, a possible cause for this condition is likely due to improper handling during transit or storage. It is possible that the package hit a hard surface resulting in the reported event. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.